Event description:
It was reported that stent was difficult to position requiring additional stent. The 70 - 80% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery via ipsilateral approach. An 8x40x120 epic self expanding stent was selected for use. During the procedure, the stent jumped and failed to cover the intended lesion. An additional 8x60 stent was deployed to cover the missed lesion. There were no patient complication as the result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent was difficult to position requiring additional stent. The 70 - 80% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery via ipsilateral approach. An 8x40x120 epic self expanding stent was selected for use. During the procedure, the stent jumped and failed to cover the intended lesion. An additional 8*60 stent was deployed to cover the missed lesion. There were no patient complication as the result of this event.

Manufacturer narrative:
(B)(6). H6 - evaluation conclusion codes: updated.